Event description:
It was reported that the left screen on the 9800 system has lines through the images. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. However, as a proactive measure and based on the reported problem replaced, the image processor pcb. The system was tested and found to be working as intended and placed back into service.